Event description:
During surgical procedure a pack of needles product ethicon #j864d, lot #smmmam was open. Surgical technician and rn counted and confirmed needles in the pack. Surgical technician used a needle holder to secure a needle for surgeon use. When needle holder with needle/suture was handed to the surgeon, it was noted that two needles were stacked together one needle had a suture attached the other did not. The needles were package and stored on top of each other making it difficult for the surgical technician to see both needles.